Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of >9.0 on a (B)(6) year old female patient sample. There was no additional patient information available at the time of this report. Date: time: potassium: sample: (B)(6) 2014, 09:16, >9.0, a. (B)(6) 2014, 09:33, >9.0, b. There were no injuries reported with this event. The customer states that the sample was drawn from an IV line. Based on the information available hemolysis could have potentially been a factor in the result of >9.0. The investigation is underway.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the investigation was completed on 07/29/2014. Return product was not available for investigation. However, retain cartridges were tested and are functioning according to specification.